Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that a plum 360 was involved in a patient safety event that resulted in the patient being infused with a bag of heparin. The size of the bag is unspecified. The reporter stated that the event alarm log is not reporting any data for pump involved with the event. There was no patient harm reported. Additional information was received stating that they were not having an issue with the individual pump, and they were not planning to send it back. The issue they are having is that they cannot pull the reports in order to see the programming steps the registered nurse (rn) took.